Event description:
A customer contacted beckman coulter, inc. (Bec) to troubleshoot an error message received on synchron lxi 725 clinical system, and had waste fluid spilled. The customer was wearing ppe as recommended by bec customer technical support (cts). There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer received "waste exit sump switch 11" error on the instrument. The waste exit and waste exit b were completely full, and the waste fluid spilled into the hydro drawer when the customer loosened the waste canister lids. The cts directed the customer to empty both canisters. The customer tried homing but the exit sumps filled again and the same error message was encountered. The cts explained to the customer that the waste filters may be clogged, and directed the customer to replace the filters. The customer homed the instrument and then got a "10 psi low error". The cts assisted the customer in stopping the instrument and using the manual switch to fill the di water canister 2/3 full. Instrument was homed again. The customer stated there was foam in the waste canisters, approximately 30% remained in the bottle. The cts discussed no foam with the customer. The customer was to use the instrument and call back if further problems. The customer called back the same day to report that they were still receiving "10 psi low error". The cts assisted the customer in adjusting the pressure, but it would not go above 8.9 (acceptable range is 9 to 11). Fittings were checked by the customer but no air leaks found. The cts generated a service request. Bec field service engineer (fse) performed service on the instrument on (B)(4) 2011. The fse verified 10 psi pressure error at 7 psi. The fse verified regulator operation, and traced air lines for leaks. High and low compressors were swapped. The fse determined that the root cause was the low pressure compressor, and ordered a new compressor. On (B)(4) 2011, the fse replaced the 10 psi pump, adjusted the regulator, primed and verified proper hydro operation. The fse verified repair per established procedures. (B)(4).